Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the device not working properly has not been confirmed. The likely cause could not be determined. However, it was also noted that bearings were damaged inside the tube. B3: notified date used as date of event, as event date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was not working properly. It was reported that there was no patient involvement. Additional information received on evaluation that bearings were damaged.